Event description:
Event: surgical intervention. Case details: during removal of the device from the pt, the jacket guard and balloon separated from the catheter. The physician had to open the pt and retrieved the broken piece through the right iliac.